Event description:
It was reported that a couple days after implant, the leadless implantable pulse generator (ipg) exhibited elevated thresholds. The device was reprogrammed and remains in use. The patient is a participant in the post approval clinical surveillance product survei llance registry study. No patient complications have been reported as a result of this event.